Manufacturer narrative:
The device was not returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer electric dermatome did not have enough power to harvest skin. It was also reported that the handpiece motor suddenly stopped while harvesting the skin. No additional clinical information was received prior to this report.